Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2019 with the following findings: a review of the daily insulin delivery totals correctly reflected the user's programmed basal rates. The black box showed a voltage drop resulting in a low battery warning. The pump passed delivery accuracy testing and was delivering within the required specifications. No overheating was duplicated during testing. The pump electrical current draws were found within specifications. The pump was opened and no damage or evidence of internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 327mg/dl, with polydipsia, and symptoms of dehydration, associated with an alleged temperature issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery was hot. The customer stated there ¿were not sure if the heat affected the internal components and quality of insulin¿. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a temperature issue.